Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient ¿went through almost identical problem¿ referring to an event where a patient¿s pump was ¿releasing too much baclofen and she is having baclofen toxicity¿ (please refer to manufacturer report # 3004209178-2013-21245). Additional information has been requested but was not available at the time of this report.

Event description:
Additional information was received. It was reported that the healthcare provider (hcp) had no knowledge of the event and indicated that was last seen on (B)(6), 2013. At that time, the patient¿s pain was being managed with no major changes. It was stated that the patient had been on dilaudid up until (B)(4), 2013, when she was switched to morphine.